Event description:
It was reported that after a gynecological procedure on (B)(6) 2009, when the system was being disassembled, the hand/footpedal activation connector was broken on the back of the motor drive unit. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Broken pneumatic switch. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition a, a review of the device mfg records was conducted and the device met all finished goods release criteria.